Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, there was one (1) stopper with defective molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple 510k numbers: g4: PMA / 510(k)#:k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-sep-2025. Investigation summary: bd received one sample and one photo for investigation. The returned sample failed the visual inspection due to a defective stopper. The customer photo showed a stopper with a void defect. Additionally, 30 retained samples underwent visual inspection for stopper defects, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, there was one (1) stopper with defective molding. No adverse impact was reported regarding the patient or user.